Event description:
This report is to advise of an event observed during analysis. Wear problem.

Manufacturer narrative:
The lead was returned without a reported event. As received, only the distal portion of the lead was returned for analysis. Visual analysis noted three internal insulation abrasions breaching the rv and re cable lumens located between the rv shock coil and svc shock coil. In all three locations the inner cable lumen was abraded with one re cable abraded. The ptfe liner was intact in all locations. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any additional anomalies with the exception of procedural damage.